Event description:
Caller states pins 2 and 3 are darkened on the inform meter. No adverse event reported. Upon eval by MFR, it was found that pins 3 and 4 were melted/burned.

Manufacturer narrative:
Suspect device: inform meter.